Manufacturer narrative:
The ebox assembly was replaced and the device was returned to the customer.

Event description:
The system 6 sternum saw was sent for service and the handle heated up during performance testing at the manufacturer. No adverse event was associated with the device.